Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be determined. However, the investigation suggests the malfunction was likely due to a broken r-unit, which prevented the insertion pipe from rotating smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a broken r-unit (charged coupled device). There was no patient involvement.